Event description:
It was reported by the customer's mother that the customer's blood glucose level was 546 mg/dl. Customer had different sized air bubbles in the reservoir. Customer's mother was advised to use room temperature insulin to fill the reservoir and to not rewind with the reservoir in the pump. Customer's mother was also advised to leave the transfer guard on the vial to degass while connecting reservoir to the set. Customer's mother declined troubleshooting for the air bubbles as she will be seeing the diabetes educator this week. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-70595.